Manufacturer narrative:
This follow-up report is being filed to correct information. Concomitant medical product - unknown femoral stem. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, postoperative bone fracture and pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted- ni.

Event description:
Patient underwent a right hip revision procedure approximately seventeen years post-implantation due to pain. The ceramic head and poly liner were removed and replaced.